Event description:
During a routine hemodialysis treatment,the operator experienced venous air alarms that could not be resolved. No rinseback was performed as the operator was concerned about air in the blood,which resulted in a 210cc blood loss.no medical intevention was required.